Event description:
The device was used during a video assisted wedge resection procedure. Reportedly, the instrument misfired. The surgeon applied another instrument to complete the prodecure. The hosp has reported no pt injury occurred.